Event description:
Customer claims unit started a fire at residence.

Manufacturer narrative:
The unit was taken to the local dump & discarded prior to reporting incident. We are unable to conduct any testing to confirm or dispute claim.